Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had atrial tachy response episodes attributed to far-field r-wave oversensing following ventricular sensed events. Technical services recommended programming adjustments to reduce the oversensing, including increasing the post-ventricular atrial blanking period or decreasing atrial sensitivity. The device remains in service. No adverse patient effects were reported.